Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had recurring replace battery now alarms without getting any low battery alerts from the insulin pump. The customer¿s blood glucose level was 3.2 mmol/l. Troubleshooting was performed. The alarm history was reviewed. They stated that the battery cap was not loose, cracked or damaged. It was the second occurrence of replace battery now without a low battery warning. The device will be returned for analysis.